Event description:
Monitor malfunction. Monitor turned on and error code read (047bh) error class (0005h). All connections checked. MFR called. Faulty connection repaired. Pt required extended bagging and transport due to monitor malfunction. Pt condition: s/p motor vehicle accident with respiratory failure and cardiac confusion.